Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the cannulas have a leak. There were no cracks or breaks seen, just leaking. The exact quantity is not known but the issue occurred with several different adults during vaccinations within a company. No patient injury reported. No further information is available.

Manufacturer narrative:
There were 10 (unopened, unused) samples submitted with this complaint. The samples were visually inspected, specifically in the luer of the hub of the needle. No damage/deformities were found in all the samples inspected. The samples were physically tested for leakage and all samples passed the test. The reported condition is not confirmed. The instructions for use require the user to seat the needle to any standard luer lock syringe with a firm push and clockwise twist. If the user fails to follow instructions, there is the possibility for the needle not to function properly. The exact method of attachment cannot be determined based on available information. Based on this analysis, this root cause cannot be confirmed or discarded from consideration, so it remains as a potential root cause. Since there were no findings related to the reported condition, no corrective actions are required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.